Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 600 mg/dl and ketones reached 6.4 mmol/l while wearing the pod on the abdomen between 5 and 24 hours. The pod reportedly fell off the infusion site, causing the cannula to dislodge. The patient experienced symptoms of vomiting and fatigue. Following a consultation with their doctor, the patient was referred to (B)(6), where they were hospitalized for 4 days. Treatment included insulin administration and fluid infusions until blood glucose levels stabilized. A new pod was placed. The pod was discarded.